Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms of fibrosis nor device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was explanted due to fluid loss. During the surgical procedure, no fluid was found in the system, and the outer layer of the right cylinder was found to be punctured. The left cylinder was located outside of the left corporal body, which showed signs of fibrosis. A new ipp system was implanted, placing only the right cylinder, while the left cylinder was cut and its tubing was plugged. There were no additional patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Correction to field h6: evaluation conclusion code.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was explanted due to fluid loss. During the surgical procedure, no fluid was found in the system, and the outer layer of the right cylinder was found to be punctured. The left cylinder was located outside of the left corporal body, which showed signs of fibrosis. A new ipp system was implanted, placing only the right cylinder, while the left cylinder was cut and its tubing was plugged. There were no additional patient complications reported.